Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that prior to use, the device had low battery voltage. Vf detection was on in the bag, and had been programmed as such since (B) (6), 2009. The device was not implanted. No patient complications were reported as a result of this event.